Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 70 mg/dl. The customer was advised to insert new battery (duracell) and doesn't have an energizer battery. Customer stated that display did not return. The customer stated that she had missing segments on the black screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.